Manufacturer narrative:
The hydros high pressure pump module was returned for investigation. Functional testing was unable to replicate the errors despite the presence of fluid ingress. The errors did not trigger as the fluid had likely dried up. Additional analysis was performed where it was confirmed that fluid ingress was from saline deposits which were evidently caused by improper user set up. The root cause was determined to be user. A review of the device history record (DHR) for hy1000-us/serial number (B)(6) and hydros high pressure pump module sub assembly/lot number 24c04268 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The hydros robotic system's user manual (um), um0401-00-001, rev. B, was reviewed. Table 5 error messages states the below for error e451 system alert 1. Release foot pedal. 2. Click ok to clear alert. 3. If alert persists, reboot system; system will try to continue at current step if issue persists, call procept biorobotics. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during procedural setup, the hydros robotic system generated an e451 error and the hydros handpiece was unable to be primed. Multiple troubleshooting steps were performed, including replacing 2 hydros handpieces; however, the error persisted. Subsequently, aquablation therapy with the hydros robotic system was aborted and an aquabeam robotic system was used to complete aquablation therapy. There were no adverse health consequences to the patient due to this event.